Manufacturer narrative:
Date of event: date of event was approximated to 01-nov-2018 as no event date was reported. (B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned broken into two pieces. The first piece measured approximately 13.1 cm from the top of the connector to the break. The second piece measured approximately 300.1 cm from break to the tip. The fiber tip was detached back to the jacketing with no exposed glass remaining. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on november 22, 2018 that a flexiva 200 tractip laser fiber was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber did not fragment the calculation. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken with tip detached.